Event description:
Pt received bilateral tmj implants by tmj concepts in 2001. After surgery, eye nerves couldn't move and eye lids wouldn't close. To this day, pt continues to have eye problems. Right eye lid doesn't close all the way. Pt is unable to chew food and instead must cut up food. Essentially on a soft food diet. Pt feels joints are shutting down as opening has significantly decreased. Pt also suffers from a constant ear ache, tinnitus, tm joint pain, eye pain and skull pain.